Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7, g.1, g.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and concern with product.

Event description:
Patient reported right side "concern with the product, capsular contracture, baker grade IV and pain." The device remains implanted.